Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, the surgeon placed the device on the left renal artery, closed the stapler, waited 15 seconds and fired. On opening the gun, it was clear that the distal 50% of the staple line had not formed properly and the vessel was bleeding. The surgeon used the staple gun as compression to stop the bleeding initially, however, the gun slipped and the vessel bled heavily. The surgeons had to open immediately to gain control. The patient had emptied 3-4 pints of blood into the abdomen and had no cardiac performance (rate or pressure) once the bleeding was controlled by compression (1-2 minutes), the transfusion regained the output and the patient recovered (needed no CPR). The surgeons then completed the removal of the kidney by stapling the left renal vein (same gun different cartridge). The recipient then received the kidney and the donor had the rest of the procedure complete. In total 5 units of blood were transfused into the donor patient (3 of o- and 2 cross matched), by 5:30pm the patient was awake, with a hemoglobin of 13 had no signs of neural, renal or cardiac problems and was in stable condition. The patient was however in considerable pain due to the nature of the opening of the abdomen. The procedure was prolonged 120 minutes. The patient has a 15-20cm incision instead of a 4-5cm incision and may suffer from long term neural damage due to the time without blood flow to the brain. Donor and recipient are doing well.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with two white reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. However, the device was disassembled to verify the condition of the internal components and no anomalies were found. Event could not be confirmed as the device worked as intended. It should be noted that all cartridges are inspected 100% for staple presence by an automated vision system. In addition, a sample of the batch is inspected at (B)(4) to ensure the device meets the required specifications prior to shipments.